Event description:
It was observed that during the device evaluation, the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that the probe was cracked at 14.45 mm from the distal end of the probe. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the probe was cracked at 14.45 mm from the distal end of the probe. Based on the results of the investigation, the root cause of the reportable event couldn¿t be exclusively identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.